Event description:
It was reported that during a laparoscopic appendectomy procedure the ¿clips were backing off¿ and not adhering to tissue. That is all the information she was able to provide at this time. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed 4 clips as intended and it ejected 16 clips. Finally, it locked out as intended. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.